Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The shock impedance was 113 ohms. Also, the device had a long-charge error code as the battery is now down to 9% after approximately seven years of implant time. Technical services advised some programming options. The system was later explanted and replaced. There were no additional adverse patient effects.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient received an inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. The shock impedance was 113 ohms. Also, the device had a long-charge error code as the battery is now down to 9% after approximately seven years of implant time. Technical services advised some programming options. The system was later explanted and replaced. There were no additional adverse patient effects.